Event description:
It was reported that an alarm was heard, but telemetry had not yet been done. The patient seemed to be hearing the alarm every 20 or 30 minutes. On the day of the report, the patient heard it 4-5 times so far. The patient first heard it early in the morning of the day of the report and the patient¿s wife heard it also. The patient was going to call his healthcare provider (hcp) on (B)(6) 2014. The patient¿s last refill was on (B)(6). The device system was used to deliver fentanyl 1000mcg/ml at 395.7mcg/day, clonidine 120mcg/ml at 39.57mcg/day and baclofen 130mcg/ml at 51.44mcg/day. It was later reported that the alarm was due to a low reservoir reached. The patient saw the hcp on (B)(6) 2014 with the low reservoir alarm sounding. The reservoir volume was 1.1ml. The hcp calculated that 4.4ml had been delivered since the previous refill on (B)(6) 2014. At this refill, the pump was filled with 20ml. There were no pump event logs for this refill, so it was determined that the hcp forgot to update the pump. The hcp indicated that he ¿misplaced¿ the session data report, but it was determined that no report was generated because the pump was not updated. It was further indicated that the device system was used to deliver fentanyl 1000mcg/ml at 395mcg/day, clonidine 120mcg/ml and baclofen 150mcg/ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).